Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate automatic mode switch (ams) that resulted from far field r-wave oversensing. No changes were reported. There were no patient consequences.